Event description:
It was reported the programmer is not recognizing devices. Three different wands were attempted with the programmer, however it still would not recognize and interrogate devices. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was intermittent telemetry, the cause of this condition was the printed circuit board (pcb) being out of electrical specification.